Event description:
A user facility reported that the lma was in use and would not stay inflated. The lma was removed and another was put in place. Return form stated 'cuff valve malfunction'. It was reported that there was no patient injury or problem. The user facility returned the lma for eval.